Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, cracked case corner of belt clip rails, missing reservoir retainer and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was bumped. The customer reported that the battery and reservoir compartment had crack. The customer's blood glucose was unknown at the time of incident. The insulin pump will be replaced. The insulin pump was returned for analysis.